Event description:
The patient was treated with the implant of a resolute integrity drug eluting stent. It was reported that the patient has the persistent feeling of a hole or burning in their heart. Feeling is resolved with medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.